Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand and a thing which it was found the front panel unit failure made no working of the front panel, omsc surmised there was the possibility this phenomenon was attributed to an accidental failure of the front panel of the subject device or a malfunction caused by long-term use if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the front panel of the subject device did not work.there was no report of patient injury associated with the event.

Manufacturer narrative:
The subject was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was found the front panel unit failure which caused no working of the front panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.